Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 20x2.0mm quantum maverick coronary balloon was advanced. On the first inflation, the balloon burst below the rated of burst pressure (rbp) at 12amts. The device was removed intact and the procedure was completed with another of the same device. The patient's current condition is listed as "stable".

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was located in the right coronary artery (rca). A 20x2.0mm quantum maverick coronary balloon was advanced. On the first inflation, the balloon burst below the rated of burst pressure (rbp) at 12amts. The device was removed intact and the procedure was completed with another of the same device. The patient's current condition is listed as "stable".

Manufacturer narrative:
Device evaluated by manufacturer- the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)